Event description:
A female admitted for child birth, epidural was elected for labor pain. Per anesthesiologist after an apparent easy epidural catheter placement, catheter couldn't inject. Catheter was removed from patient and still would not inject. A new epidural anesthesia tray was used and procedure repeated at same site yielding functional epidural. B.braun rep notified by surgery staff.